Event description:
It was reported that pump battery depleted much faster than expected, although this did not cause pump to shut down, and review of pump history later confirmed that battery continued to drain at a high rate despite normal use and no reported activities that would increase battery use. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.